Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an ulnar collateral ligament repair procedure on (B)(6) 2016. It was further reported that upon opening the anchor, the anchor was not seated on the inserter tip. The surgeon attempted to use the implant, but it did not function. Another anchor was used to complete the procedure, and an additional hole had to be drilled.